Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while troubleshooting an infusion of sodium di-hydrogen phosphate the pump channel displayed an error and stopped infusing. The brain and pump module were removed from use. The event occurred at 13:00. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint that the pump channel displayed an error and stopped infusing was confirmed during log review and testing. The asm analog sensor task was performed, the pump module bottle and patient side pressure sensors were found to be out of specification. A temporary replacement of the bottle and patient side pressure sensors was carried out on the pump module for testing purposes only. Both pressure sensors were found to be within of specification. The event date was reported as 31 may 2025; the time of event was reported to be 13:00 (1:00 pm). The pump module event log showed the device in use on 31 may 2025 attached to the pcu s/n 15438649 as channel a. A review of the suspect pump module error log showed error code 240.4150.0 (sensor_broken_high_failure) occurred on 31 may 2025 at 12:45 pm. Review of the error log indicated that the error code 240.4150.0 occurred eight (8) times between 15 april 2025 and 31 may 2025 on 31 may 2025 at 12:43 pm the user selected ¿guardrails drug¿ and programmed an infusion with the drugid 438 (sodium di phosphate), rate of 100 ml/hr, volume to be infused (vtbi) of 100 ml, concentration of 0.1 mmol/ml, drug amount of 10 mmol and dose of 10 mmol. The infusion started with a primary volume infused of 0 ml. At 12:45 pm a channel malfunction (error code 240.4150.0 sensor broken high failure) occurred in the pump module. The pump module was channeled of with a total volume infused of 0.904 ml. The bd alaris¿ system with guardrails¿ suite mx user manual v12.1 notes that channel error means a malfunction is detected on the module. Clear the channel error pop-up by pressing the confirm softkey. Power down the system, or continue use of functional units, or replace the affected channel with an operable module. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue, in which the pump channel displayed an error and stopped infusing, was identified as channel error code 240.4150.0 (sensor broken high failure). This error is attributed to a malfunctioning pressure sensor. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while troubleshooting an infusion of sodium di-hydrogen phosphate the pump channel displayed an error and stopped infusing. The brain and pump module were removed from use. The event occurred at 13:00. There was patient involvement, but no harm.